Event description:
The device was being utilized through an aortobifemoral graft. No sheath was in place. The catheter was utilized & exchanged over a wire guide. Upon reviewing fluoroscopy of procedure, it was noted the tip of the catheter had separated & was floating in the most distal portion of the descending aorta. The tip was retrieved with a snare. The physician believed the tip separated due to extreme scarring & fibrous area of the puncture site.